Event description:
It was reported that the impedances of >2000 ohms were measured on electrode #3 (at 8 milliamps) the patient's implantable neurostimulator (ins) on the right side. It was noted that the high impedances had been present for a 'long time" and had been programmed around. In addition, the patient was reprogrammed in (B)(6) 2012 due to a return of symptoms. It was noted that the patient was not able to stand up and walk which was considered a significantly worse symptom for them. It was also noted that the patient "falls a lot." Ins battery longevity was measured at 65 months based on patient's current settings (2.5 volts, pw of 90, 130 hz, therapy impedance 813; unipolar setting, used 24 hours/day). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387-40, lot # n24969a, implanted: (B)(6) 2001, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3387-40, lot # j0107926v, implanted: (B)(6) 2001, product type lead; product ID 3387-40, lot # n24969a, implanted: (B)(6) 2001, product type lead; product ID 3387-40, lot # j0107926v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
Additional information received reported that the high impedances did not resolve. It was unknown if the cause of the impedance issues was device related or if there was a lead fracture. No further troubleshooting or actions were taken.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3387-40, lot # n24969a, implanted: (B)(6) 2001, product type lead; product ID 3387-40, lot # j0107926v, implanted: (B)(6) 2001, product type lead.

Event description:
Additional information stated that the patient's right implantable neurostimulator (ins) had a longevity calculated as 65 months (which was identical to the longevity that was reported previously). The settings were the same as initially reported, however, the impedance changed from 813 ohms to 808 ohms. It was reported that the patient had a break at contact 3. It was noted that the "reading" between contact 3 and the case was "over 2,000 and less than 7 ma."

Event description:
It was later reported that while doing an implantable neurostimulator (ins) replacement the previous ins had shown a potential open circuit with impedances greater than 2,000 ohms and current less than 7 ohms.